Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/22/2011. One flo-link valve was received for evaluation. A visual inspection of the sample revealed the male end of a luer from another set was broken inside of the flo-link valve. The reported condition was confirmed. The root cause of this condition was attributed to the use of a kelly clamp to remove the device from the connector. A batch review could not be performed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4) an unknown quantity of clearlink microbore extension sets that are cracking/breaking. According to the report, the male end of extension tubing broke off inside of a flo-link valve when trying to disconnect. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.